Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. Figueras, et al. "Revision of metal-on-metal hip arthroplasty with well fixed and positioned acetabular component using a dual-mobility head and review of literature" journal title. 2016, 10, 512-521.

Event description:
It was reported in a journal article that one patient was revised due to fracture of the femoral component. There is no further information available and patient outcome is unknown.